Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an error message. The overview displays for vac threshold tests despite vvi mode being permanently programmed. No intervention was performed. The error remains. No further information was available.